Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump had an intermittent button response due to moisture damage to keypad traces. No button error alarm noted. Insulin pump had a cracked case near lcd window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, missing address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 243 mg/dl. No significant events leading up to the alarm were recalled. It was advised to revert to a back up plan. Nothing further was reported.